Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ deflation: observed an opening assessed as surgical damage. As per the investigation procedure, creases, observed broken plug strap assessed as unidentified (tear) opening and observed delamination of plug strap disk shell assessed as cohesive failure were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side implant exchange due to the patient's concern with the product. Healthcare professional later reported deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Healthcare professional reported right side implant exchange due to the patient's concern with the product. Healthcare professional later reported deflation. Device has been explanted and replaced.